Event description:
The facility reported an infusion pump with failure code 812:02. Info regarding whether or not the device was in use on a pt when this failure occurred was not available. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.